Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to corroded battery tube. Pump received with peeling keypad overlay. Unit received without original battery cap. Test battery cap fits and function properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the adhesive that recover the insulin pump was loosen. Customer that insulin pump was working as designed. Customer also reported that battery cap was loosen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.